Event description:
A report was received that the patient was experiencing communication difficulty between the remote control and the ipg. The ipg would not turn on after a defibrillator has been used for a non-device related medical issue. The physician has recommended an ipg replacement but the patient will not have the revision procedure at this time due to a non-device related medical issue.

Event description:
A report was received that the patient was experiencing communication difficulty between the remote control and the ipg. The ipg would not turn on after a defibrillator has been used for a non-device related medical issue. The physician has recommended an ipg replacement but the patient will not have the revision procedure at this time due to a non-device related medical issue.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the old battery was replaced. The patient was reportedly doing well postoperatively. The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history record will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.